Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that on monday the patient was having their stimulator batteries replaced because they had ¿run out faster than they should probably.¿ the patient initially confirmed they were having their batteries replaced due to normal battery depletion but stated they couldn¿t have both implants replaced at the same time due to insurance reasons and the patient wasn¿t clear about which battery was going to be replaced. The patient didn¿t make an allegation against the function of their current right-side implant and said that their ¿left side¿ implant was currently at 2.8v and their ¿right side¿ implant was currently at 2.69v and further clarified that they were having the batteries proactively replaced. Patient services inquired if it occurred with the last 2 left side implants, and the patient confirmed. They said they last about a year and a half, maybe a little more. The patient would follow up with the hcp. There were no further complications reported.